Event description:
Pt experienced a fungal corneal ulcer in the left eye with use of renu with moistureloc multi-purpose solution. The physician stated that an isolate was obtained which was positive for fusarium. The physician had given natamycin and amphoteracin to patient as treatment regimen. The physician stated that the pt was first seen by another practitioner who prescribed tobrex, ciloxan and polytrim. The physician prescribed the continuation fo tobrex, ciloxan and polytrim. No info on the outcome was provided.